Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined further technical support and documentation, and no additional information was received regarding the outcome of the event.